Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 192 mg/dl. Troubleshooting for blank display was performed. Customer advised they replaced the battery on the insulin pump and it did not turn back on. Customer advised the device fell on the carpet when they replaced the battery. Customer advised they tried three different batteries and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.